Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Event description:
It was reported that over the last 6 months, the right ventricular (rv) lead has exhibited high pace impedance spikes. The values have been jumping from around 500 ohms to greater than 3000 ohms. No noise has been observed and thresholds are stable. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remain in service and they are electing to continue monitoring. The rv lead is another manufacturer's product. No adverse patient effects were reported. Additional information was received that in addition to the rv observations, there are now observations of similar high intermittent spikes in pacing impedances with the right atrial (ra) lead. There were no observations of noise on stored episodes or the presenting egm. The ra lead is also another manufacturer's product. This ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that over the last 6 months, the right ventricular (rv) lead has exhibited high pace impedance spikes. The values have been jumping from around 500 ohms to greater than 3000 ohms. No noise has been observed and thresholds are stable. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remain in service and they are electing to continue monitoring. The rv lead is another manufacturer's product. No adverse patient effects were reported.